Event description:
The procedure performed was an operative hysteroscopy with ablation using the novasure. The hysteroscopic part of the procedure was completed and the surgeon was starting the novasure ablation. The disposable novasure sure sound device was attached to the novasure machine and all of the parameters were entered in the machine. When the surgeon started the ablation, the machine would not start the procedure. The red lights would come on. The machine was restarted three times and the same red lights came on. At this point, another novasure device was obtained, which worked without difficulty and the procedure was completed. No patient harm.